Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in a defect was discovered. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged wing of iag. According to the customer's report, one wing was found to be bent upon unpacking.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in a defect was discovered. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged wing of iag. According to the customer's report, one wing was found to be bent upon unpacking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in a defect was discovered. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged wing of iag. According to the customer's report, one wing was found to be bent upon unpacking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-190 h6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. Visual observations revealed that one wing was bent inwards and caught in the protective needle cover. The reported defect was confirmed. During manufacturing, bent wings may occur when the main assembly is loaded into the needle cover. If the alignment is off, the wings will get rolled into the cover. If the machine was misaligned or there was an incorrect set-up, there would be a high occurrence of defects which would result in a quality notification from either an inspection or a high scrap rate. No related quality notifications were found for this lot. Incidental occurrences of a bend may come from other manufacturing processes such as transporting product from the molding department or feeding into the assembly line. A bent wing vision system has been installed; this inspection filters out missing wings that are likely missing from view due to being rolled inside the needle cover. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.